Manufacturer narrative:
Findings: pump was monitored for 5 hours with multiple basal rates. All basal delivery and were properly recorded in pump history file. No basal anomaly, full black screen or loosing setting noted during testing. Pump received with intermittent up button response due to corroded keypad traces. No acting up, ramping numbers on their own or scrolling bar moving anomaly noted. Pump passed a21 test. No unexpected pump reset noted during the testing. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.

Event description:
The customer's mother reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose was unknown mg/dl. The customer stated the device was neither exposed to extreme temperature nor direct sunlight. The customer was advised to stabilized at room temperature. The customer stated the black screen did disappear. The customer was assisted in performing self-test and test passed. The customer was advised to change infusion set and reservoir. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that their is 2 cracks, inside reservoir compartment and from act button up the side to the reservoir compartment. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.